Event description:
The pt was implanted with a left ventricular assist device. The vad assistant reported that after approximately 3 years of support on the lvad, the pt presented at another hosp for trouble shooting of the lvad and the exchanging of batteries. After the battery change, the pt reportedly went into ventricular tachycardia (vtach) with depressed mental status. The pt was intubated and lidocaine (lido) and amiodarone (amio) boluses were administered. The pt was subsequently transferred to the lvad implanting ctr for further medical management. Shortly after arrival at the implanting ctr, the pt was extubated and improved mental status was noted. The pt reportedly remained hemodynamically stable overnight and the pump parameters were within the desired range. Intravenous amiodarone was administered over night and heparin drops were initiated for a sub-therapeutic international normalized ratio (inr). The pt left the hosp against medical advice (ama). Pt reportedly known for non-compliance with medical care.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported events could not be determined. The manufacturer¿s instructions for use lists cardiac arrhythmia and as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.